Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared a replacement indicator earlier than previously estimated.

Event description:
Boston scientific received information that the remaining longevity estimate for this pacemaker has been seen as less than 0.5 years for about a year now with a magnet rate of 90 paces per minute, but has not reached elective replacement time (ert) yet. Boston scientific technical services (ts) discussed that the device was probably jumping from one battery bin to another as there is a high pacing percentage noted with a higher output. The device was explanted and was replaced with a new pacemaker successfully. No adverse patient effects were reported.